Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product ID (B)(4) cardiac resynchronization therapy defibrillator implanted: 2013 (B)(6); product ID 419488 implantable pacing lead implanted: 2010 (B)(6); product ID 507652 implantable pacing lead implanted: 2010 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.